Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 09feb2021.

Event description:
It was reported that the ventilator in combination with a catheter mount (medical institution approval number: 20200bzy00661000). When the connection between the part the patient had a tracheostomy and the catheter mount was disconnected, an alarm to notify circuit disconnect did not occur. Reportedly, the issue occurred while in the medical engineer (me) room. There was no patient involvement . The hospital medical engineer (me) performed an experiment under similar condition with this v60 in combination with the catheter mount and confirmed that patient disconnect alarm did not occur. The ventilator was not return for repair/service. No other information was provided.